Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot numbers gd894022 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).